Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-05067. It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. The balloon was inflated however, it ruptured at 14 atmospheres. Then a 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to the lesion however the balloon ruptured again at 14 atmospheres. The device was completely removed from the patient. The procedure was completed using a different device without any issue. No patient complications were reported and the patient's status was good.